Manufacturer narrative:
In the case description, the user mentioned being hospitalized due to high bgs while using the system. Inspection of the android log files downloaded from the returned device showed no evidence of issues with insulin delivery. The phb audit files showed that the agc algorithm was able to adapt the suggested insulin appropriately based on egvs and user inputs. The log files showed that all boluses programmed by the user were delivered as intended and that all relevant notifications, such as pod alerts and automated delivery restriction alerts, were correctly displayed to the user. During the investigation, the controller was able to pair with an unused pod, deliver a 5u bolus, switch to automated mode, and deactivate the pod with no issues. The system was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The ambulance was called and the patient was transported to the emergency room. The patient's blood glucose levels reached 334 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include vomiting and high ketone levels. The patient was treated with insulin, saline and potassium utilizing intravenous therapy.